Manufacturer narrative:
Review of device history records indicated the device was manufactured to specification.

Event description:
After implanting the pedicle screw, the surgeon attempted to remove the driver from the screw head by wiggling the driver back and forth, at which time the tip of the driver broke off and lodged in the screw head. The broken portion of the driver was left inside the screw head. The screw remains in the pt.